Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range, measuring greater than 3000 ohms. There was also an increase in the pacing threshold measurements, noise, and loss of capture. No asystole was reported. The patient followed up at an outpatient clinic and the device was reprogrammed to vvi mode as no pacing was required from the ra lead and lower rate limit was reduced. This ra lead remains in service and there were no adverse patient effects reported.